Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an alert alarming due to high right ventricular (rv) and superior vena cava (svc) coil impedances. Impedance variation was also observed. In-clinic manipulative testing showed unstable coil impedances and egm noise on the right ventricular (rv) lead. It was noted that the noise was seen on the egm (electrogram) but the device was not seeing it. A possible pin/header issue was suspected. Follow up was conducted for additional information and from the information obtained it was reported that an overexposed x-ray was obtained with no obvious abnormalities. No intervention was done as the physician opted to follow the patient monthly for now. The rv lead and device remain in use. No patient complications have been reported as a result of this event.